Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using x-port isp implantable port. Post the procedure on (B)(6) 2025, the catheter was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port with an attached groshong catheter in two segments was returned for evaluation. Gross, visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was returned and measured approximately 17.7cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that appeared elliptical in shape. A kink was also noted on the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth on the region. Splits were noted on the border of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round/smooth on the region. A split was noted on the border of both regions. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation, catheter wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure through x-port isp implantable port. It was reported that post a port placement procedure, the catheter was allegedly found fractured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.